Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 284 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pu,p. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The customer's father called to state that they have upgraded insulin pump and scroll wrap software. Analysis: the insulin pump was received with normal operating currents. The insulin pump monitored for several days and no off no power alarms occurred during testing. The insulin pump passed the rewind, basic occlusion, prime, compromised force sensor and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Rewind functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, reservoir tube cracked, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.